Event description:
It was initially reported that the pt had her device replaced due to an end of service condition that was a result of battery depletion. The elective replacement indicator was flagged to "yes". The generator was returned to the MFR for analysis. The pulse generator battery was confirmed to be depleted. Further analysis showed that the q10 component was out of spec causing leaky current. After the q10 component was replaced, it passed specs. Due to the out-of limit supply current, this could potentially be a contributing factor to the end-of-service condition; however, results of battery life calculation indicated that the end-of-service condition was near.